Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the motor control (printed circuit board) pcb. The unit is now functioning. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) had an electrical test failure code # 50. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had an electrical test failure code # 50. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Additional contact information: (B)(6).